Event description:
The customer reported via phone call indicating tha the insulin pump had a keypad anomaly. Customer's blood glucose was 311 mg/dl. Customer stated that button are not responding when trying to bolus. The customer stated that she had low blood glucose but treated with food and bolus as well. During troubleshooting customer found moisture, perspiration and crack on the battery insert of the pump. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No moisture was noted at electronic or motor assemblies per visual inspection. The device had rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had cracked case at display window corners, cracked battery tube threads, and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.